Event description:
It was reported that the patient presented for a dual chamber pacemaker implant. It was noted the physician had issues stabilizing the catheter during implant. Two weeks post implant, it was noted that the patient experienced chest pain and shortness of breath. Transthoracic echocardiogram (tee) imaging was performed and confirmed pericardial effusion with cardiac tamponade. A pericardiocentesis was performed. A week later, the patient returned with the same symptoms. Cardiac computed tomography (CT) scan showed no evidence of cardiac perforation except a pericardial effusion at the basal inferior wall. It was noted the pericardial effusion and cardiac failure symptoms improved with medication. The patient was stable.